Event description:
The patient reported that they used the suspect device to check their blood glucose and obtained a result of 145mg/dl. Pt was not feeling well and called the paramedics. Upon arrival the emergency medical tech's checked pt's glucose level with their equipment and the result was 20mg/dl. Pt was treated with a glucose IV solution. Level 1 glucose control was used on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the MFR for eval.